Manufacturer narrative:
Philips service replaced the hard disk (459800544343) and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment reference: (B)(4).

Event description:
It was reported to philips that a system disk read error for the image drive caused imaging failure on an allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.